Manufacturer narrative:
The company received a package of broken pedicle screws and a broken rod in the mail. There were no complaint details received with the package. The company made multiple attempts to retrieve details regarding the returned hardware, necessary details to complete a complaint investigation were unable to be obtained. It is unknown if the damage occurred during removal. There were no known patient complications. Additional related part numbers and lot numbers are listed below. N60000329, lot# 153822; n60000318, lot# 183174; n60000319, lot# 159594; n60000329; lot# 180244; n60000328; lot# 177075; n60000305, lot# 3557-01. DHR reviews were performed for each lot number. There were no manufacturing anomalies identified in the dhrs. The devices met all required specifications prior to being released to distributable inventory.

Event description:
The company received a package of broken pedicle screws and a broken rod in the mail. There were no complaint details received with the package. The company made multiple attempts to retrieve details regarding the hardware. There were no known patient complications.